Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the motion batteries were found to be within specification, however once a load was placed on the batteries, ¿they drop out quickly¿. The motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the motion batteries were not holding a charge. There was no patient present when this issue was observed.